Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low glucose (glu) cartridge result generated by the unicel dxc 600 pro synchron chemistry analyzer. Original result printed at the instrument was "outside of instrument range - low (oir lo)" (<3 mg/dl). Specimen was reported outside the lab and questioned by the nurse. The nurse had received a glucometer point-of-care glucose result of 150 mg/dl and the physician concurred with that result. No treatment was reported based on the erroneous result.

Manufacturer narrative:
No service was requested for this event. Customer determined this to be an isolated event. Root cause was a dl2000 rule set up by the customer to report any low result from the instrument as <3mg/dl for glucose and to autovalidate. Bci hotline had the customer edit the dl2000 so as not to auto validate any 'less than' results and to hold for technical review. A malfunction will be assumed for the purpose of this analysis.